Event description:
The patient has been experiencing pain in his left hip and other health issues since the hip was implanted. The hospital had left a non dissolvable stitch in the patient for months which was removed, but caused a staff infection.

Manufacturer narrative:
An event regarding to pain involving a trident liner was reported. The event was not confirmed. Method & results: no items associated with the event were returned or made available for evaluation. A medical review was performed and concluded that: "common conclusion is that complaints are predominantly determined by spinal pathology already present prior to arthroplasty and are not caused by the hip but are also not amenable to any type of surgery. Based upon facts and findings as discussed, it is clear that the patient¿s pain in the left hip arthroplasty is caused by his failed back surgery trouble and not related to any problem in the arthroplasty itself as further confirmed by normal x-rays and other imaging modalities including MRI as performed multiple times over the years. Patient¿s complaints are thus patient-related in origin and have no procedural or device-related factors involved. As such, components remain to be implanted with no intention for revision surgery even though the non-surgical management of his complaints in pain clinics remains challenging. This pi case is not device-related." A device history review confirmed all devices were manufactured and accepted into finished goods with no relevant reported discrepancies. The device was not part of a product recall. A complaint history review confirmed no similar events for the reported lot. Conclusions: a medical review was performed and concluded that the patients pain is "caused by his failed back surgery trouble and not related to any problem in the arthroplasty". A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is required at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient has been experiencing pain in his left hip and other health issues since the hip was implanted. The hospital had left a non dissolvable stitch in the patient for months which was removed but caused a staff infection.

Manufacturer narrative:
Additional devices listed in this report: cat 500-11-58f trident hemi solid back shell lot code 21600301, cat 6265-1-009 meridian tmzf hip stem #4/14mm lot code 22864103, cat 6565-0-132 alumina v40-femoral head 32mm, +0mm nk lot code 24612202. It was noted that the devices are not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.